Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the rim of the reservoir compartment was broken. The mother also reported an alarm was occurring because the reservoir would not lock into place on the insulin pump. The mother also stated the top of the reservoir was cracked. Customer's blood glucose was unknown. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, broken belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.